Event description:
On (B)(6) 2010, pt reported she was having issues with the up and down buttons. Pt stated the down button hardly ever works and now the up arrow button is failing as well. Pt reported she noticed the issue within the past 2 months when she attempts to bolus. Pt stated the down button stays stuck inside but the up button pops back out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.